Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. The customer initially reported voteouts (non-numeric replacement flags) and performed troubleshooting of cleaning the blood sampling valve (bsv) and priming reagents. The customer identified a clear liquid leak while the instrument was running quality control samples. The leak was not contained, and leaked onto the counter. There were instrument generated errors for "diluent comparison out of limits." A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of gloves, goggles, and gown at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.

Manufacturer narrative:
On (B)(6) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found disconnected tubing 12 from the blood sampling valve (bsv). Tubing 12 of the bsv brings the sample to the rear blood/bubble detector which monitors the fluid in the aspiration line in the primary (auto) mode. He replaced the tubing and the instrument ran without any leaks or voteouts. The repairs were verified per established procedures. (B)(4).